Event description:
Customer reported a communication loss between the patient net central station and ambulatory telepack, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the radio board. The unit was calibrated and safety tested to factory specs.